Manufacturer narrative:
Device evaluated by MFR.,eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by manufacturer: the device was returned for analysis. Returned product consisted of a guidezilla guide extension catheter hub and hypotube. The distal shaft of the guidezilla remained attached with the synergy stent device with the guidezilla shaft remaining on the shaft of the synergy. There was blood inside the shaft of the device. The shaft, collar and tip were microscopically examined. The shaft of the device separated at the collar, with the polytetrafluoroethylene (ptfe) removed from inside the collar with additional damage done to the collar. The tip of the device was damaged. Due to the condition of the device, functional testing could not be done. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4)

Event description:
Same case as: 2134265-2016-04925 it was reported that hypotension occurred. The patient presented due to cardiac arrest. Percutaneous coronary intervention was performed in the proximal to mid left anterior descending (lad) artery. The 90% stenosed, 50x2.5mm-3.0mm target lesion was located in the moderately tortuous and severely calcified proximal to mid lad. Ablation was performed using a rotalink 1.25 and a rotalink 1.5 and the lesion was pre-dilated with a non-bsc balloon catheter. Subsequently, a 2.50x38 synergy was advanced through a guidezilla guide extension catheter to treat the target lesion. However, when the devices were crossing the lesion, a slow flow occurred. Moreover, upon attempting to deploy the stent, the stent did not expand and contrast leakage was noted from the shaft. The device was attempted to be removed and the patient's body when suddenly the patient started having hypotension. Percutaneous cardiopulmonary support (pcps) was then used to treat the event which was removed a week later. Both synergy and a guidezilla were removed from the patient's body simultaneously after the patient became stable. The procedure was completed with a 2.5x38 and 3.5x18 non-bsc stents, and the patient was also treated with catecholamine. No further patient complications were noted and the patient's status was stable but still under observation.

Manufacturer narrative:
(B)(4).

Event description:
Same case as: 2134265-2016-04925. It was reported that hypotension occurred. The patient presented due to cardiac arrest. Percutaneous coronary intervention was performed in the proximal to mid left anterior descending (lad) artery. The 90% stenosed, 50x2.5mm-3.0mm target lesion was located in the moderately tortuous and severely calcified proximal to mid lad. Ablation was performed using a rotalink 1.25 and a rotalink 1.5 and the lesion was pre-dilated with a non-bsc balloon catheter. Subsequently, a 2.50x38 synergy was advanced through a guidezilla guide extension catheter to treat the target lesion. However, when the devices were crossing the lesion, a slow flow occurred. Moreover, upon attempting to deploy the stent, the stent did not expand and contrast leakage was noted from the shaft. The device was attempted to be removed and the patient's body when suddenly the patient started having hypotension. Percutaneous cardiopulmonary support (pcps) was then used to treat the event which was removed a week later. Both synergy and a guidezilla were removed from the patient's body simultaneously after the patient became stable. The procedure was completed with a 2.5x38 and 3.5x18 non-bsc stents, and the patient was also treated with catecholamine. No further patient complications were noted and the patient's status was stable but still under observation.